Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via web form that the ring was damaged of insulin pump and that reservoir was unable to lock in place. Customer's blood glucose value was unknown. No further details were reported. The device will not be returned for analysis.